Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - japan. Review of the most recent repair record determined the motor speeds were not stable. The spring seal and bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit does not turn on. The event timing is during kit inspection. There is no harm or delay reported. Due diligence is complete and there is no additional information available. Upon inspection, it was found the unit had inconsistent speed.